Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 2.1 not detected on bus. The field service engineer found the moab position had 2 springs installed, removed the extra spring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the main drawer 2.1 is not detected on the bus, in turn all the pockets in the drawer also failed causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.